Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. The temperature recorded at this time was -4.4 degrees c. The device then failed a weekly auto self test on (B)(6) 2010 for a low battery and the recorded temperature on this date was -9.4 degrees c. The device remained in fault mode until (B)(6) 2011 when a successful manual power up occurred and subsequently operated successfully until (B)(6) 2012. The temperature dropped to below freezing five times during this period. The device failed a self test on (B)(6) 2012 for a low battery. There was then a manual fail on (B)(6) 2012 for a low battery. It is likely the user upgraded the software at this stage but did not power cycle the device. The investigation found no fault with the returned pad device or pad-pak. The device failures due to low batteries were caused because of the exposure of the device to extremely low temperatures. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the red status led is flashing after a new software upgrade.